Event description:
It was reported that, the autopulse® platform displayed a "system error, out of service-revert to manual CPR" message, upon power up. It is unknown if the failure occurred during a shift check or during patient use. However, no adverse patient sequelae was reported. No further information was provided.

Manufacturer narrative:
Product in complaint was returned to zoll on 2/4/2015 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.

Manufacturer narrative:
The autopulse platform s/n (B)(4) was returned to the manufacturer for evaluation. Visual inspection was performed and found that the motor cover was damaged. Initial functional testing was unable to be performed as the platform displayed a "system error-out of service" message upon power up. Further inspection identified the cause to be a defective system processor pca board. Following replacement of this board, the platform passed functional testing with no other user advisories, warnings or error messages being exhibited. A review of the platform's archive was performed and no errors or anomalies were observed on the reported event date of (B)(6) 2015. Based on the investigation, the parts identified for replacement were the pca processor board and the damaged motor cover. In summary the reported complaint was confirmed upon functional inspection and is attributed to a defective processor board. Following service, including replacement of the processor board and the damaged motor cover, the device passed all testing criteria.